Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The event occurred during use of the device for peritoneal dialysis therapy when the patient was still attached to the cassette and cycler. The transfer set was replaced five (5) days later. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with the female connector attached to a white luer adapter. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.